Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a patient who alleged that their pump had been dry for two years. According to the patient, their new healthcare provider (hcp) may have it removed. On (B)(6) 2016, information received from the patient's new hcp, via a company representative, reported that the pump had been infusing morphine (2 mg/ml) at 1.0002 mg/day, but they had not had drug in it for over a year. Indications for pump use included chronic low back pain and spinal pain. According to the patient's new hcp, the patient was discharged from their old hcp due to an outstanding account. It was also noted that the patient received a letter from their old hcp that they would put saline in the pump until their bill was paid; it was noted that the patient was provided supplemental oral medications, and did not experience withdrawal. According to the new hcp, the date of the event was approximately (B)(6) 2015. Subsequently, according to the new hcp, the patient requested that the new hcp remove the pump; explant was planned, but the date was not provided. As of (B)(6) 2016, no troubleshooting, diagnostic testing, or actions/interventions were performed; the event was not resolved and the new hcp had no further information. Concomitant medications were unknown at that time and no pertinent medical history was reported. The patient's stats was reported as "alive - no injury." On (B)(6) 2015, information from the new hcp reported that the patient was first seen by the new hcp in their clinic on (B)(6) 2016 for evaluation of their low back and neck pain. Relevant concomitant medications as of (B)(6) 2016 included: morphine sulfate immediate release (msir) 15 mg table every 4 hours for pain, and tizanidine 2 mg three times daily. The low back pain (which went to both legs) started 4 years prior, following a motor vehicle accident (mva) in (B)(6) 2011 (and subsequent surgery), and was worsening. It was also noted that the patient had an intrathecal pump (itp) in the left lower quadrant, but had stopped using it 2 years ago (previously reported as "had not had drug in it for over a year") due to a disagreement with the pain clinic. During that visit, it was noted that the patient presented for evaluation of their low back and neck pain, which radiated to their right arm; the pain was described as aching, sharp/stabbing and tingling, and was rated a 6 on a scale of 0-10. The pain was intermittent with a score of 4 on the best day and 10 on the worst day. The symptoms interfered with light exertion and was mitigated by medication. Physical examination of the revealed lumbar paraspinal tenderness, negative straight-leg raise, sacroiliac (si) paraspinal tenderness, numbness in right arm, and bilateral knee tenderness. The patient slept for 3 hours uninterrupted per night. Oswestry disability index (odi) on (B)(6) 2016 was 21-40% (moderate disability). The assessment of the hcp was that of a patient with low back and neck pain consistent with spinal stenosis in the cervical region, long-term current use of opiate analgesia, chronic pain syndrome, and chronic lower back pain. The patient was to be referred for pump interrogation and was to return to the clinic in 1 month. Medical history prior to pump implantation included motor vehicle accident (mva) in (B)(6) 2011 (with neck fusion), lumbar surgery, right nephrectomy due to cancer, grade 1 spondylolisthesis of l4 on l5, moderate degenerative disc space narrowing at l3-l4, mild degenerative disc space narrowing at l4-l5, diffuse degenerative annular disc bulge at l3-l4 (which resulted in a mild bi-foraminal stenosis), diffuse posterior disc bulge at l4-5, ligamentous hypertrophy and marked hypertrophic facet arthropathy (which resulted in mild to moderate degenerative central spinal stenosis) at l4-l5, mild right and moderate left l4-l5 foraminal encroachment, right l4-l5 facet joint effusion, multilevel degenerative spondylolisthesis of l4 on l5, mild to moderate l4-l5 degenerative central spinal stenosis and bilateral foraminal stenosis, left arm pain, left arm numbness, left arm tingling, neck pain, headaches, cervical surgery (B)(6) 2013 (anterior fusion c5-c6), c3-c4 mild uncovertebral degenerative changes on the right (resulting in mild right foraminal stenosis), c4-c5 minimal diffuse disc bulge [anterior posterior (ap) dimension of canal narrowed to 7-8 mm), mild uncovertebral degenerative change (resulting in significant foraminal stenosis), c6-c7 mild diffuse disc bulge (ap dimension of the canal measures 9 mm), c4-c-5 central canal stenosis with the central canal measuring 7-8 mm, diabetes mellitus, copd, emphysema, hypercholesterolemia, heart murmur, congestive heart failure (chf), unspecified back surgery, right nephrectomy, tonsillectomy, appendectomy, oophorectomy (right), cholecystectomy, lung biopsy, hernia repair, allergy to penicillin v, allergy to codeine, and allergy to wellbutrin. Additional information was received from the health care professional indicating that the pump was to be removed on (B)(6) 2016. A medical record stated that on (B)(6) 2016 the patient's chief complaint was neck and back pain during a followup appointment, the patient's pain level was at 5, the patient reported no change in pain and no change in function since the last visit. The plan from the last visit on (B)(6) 2016 included; referral to the manufacturer for intrathecal pump interrogation, referral to physical therapy, referral for electromyography (emg), start elavil 25mg, mobic 15mg, continue zanaflex, urine drug test was to be performed on that day, patient was counseled regarding the importance of tobacco cessation. The previous pain treatments were medications and intrathecal pump. The urine drug tests were reviewed. The current outpatient medications/prescriptions were noted as; albuterol (proventil) 2.5 mg/0.5 ml nebu nebulizer solution inhale 0.5 mls (2.5 mg total) by nebulization every 4hrs as needed. 90 each, amitriptyline (elavil) 25 mg tablet, take 1 tablet (25 mg total) by mouth at bedtime, blood sugar diagnostic strip 1 each (1 strip total) by misc.(non-drug; combo route) route 2 (two) times daily, blood glucose meter strip to use as instructed, diphenhydramine (benadryl) 50mg/6hrs by mouth, fluoxetine (prozac) 20 mg tablet 1 tablet by mouth daily, lorazepam (ativan) 1 mg tablet 0.5-1 tablet by mouth every 8hrs as needed for anxiety, meloxicam (mobic) 15 mg tablet 1 tablet by mouth daily, morphine (msir) 15 mg tablet 1 tablet by mouth every 4hrs as needed for pain, multi vitamin (theragran) per tablet 1tablet by mouth daily, omeprazole (prilosec) 20 mg 1 capsule by mouth daily, ondansetron (zofran odt) 4mg disintegrating tablet dissolve 1-2 tablets (4-8 mg total) in mouth every 6hrs as needed for nausea, pravastatin (pravachol) 10mg tablet 1 tablet by mouth daily, ropinirole (requip) 0.25mg tablet 1 tablet by mouth 3/day, ropinirole (requip) 5mg tablet 1 tablet by mouth at bedtime, solifenacin (vesicare) 10 mg tablet 1 tablet by mouth daily, tiotropium (spiriva) 18 mcg inhalation capsule place 1 capsule into inhaler and inhale daily, tizanidine (zanaflex) 2 mg tablet 1 tablet by mouth 3times/day as needed for other (muscle spasm), trazodone (desyrel) 100 mg tablet 1 tablet by mouth at bedtime, venlafaxine (effexor-xr) 75 mg 24hr capsule 1 capsule by mouth daily. Past medical history; diabetes mellitus, copd (chronic obstructive pulmonary disease), emphysema of lung, hypercholesteremia, heart murmur and chf (congestive heart failure) past surgical history: back surgery, kidney complete nephrectomy-right, tonsillectomy, appendectomy, oophorectomy-right, cholecystectomy, pain management morphine pump insertion, lung biopsy, insert peripherally inserted central catheter; (PICC) line, abdominal exploratory laparotomy, hernia repair and abdominal reexploration social history; alcohol use, current every day smoker -- 1.00 packs/day for 40 years, the patient was already in the 1 800 quit now program and she was going to start the patches history; drug use review of systems: constitutional: no weight loss, chills, fatigue, malaise, fevers, change in appetite, or sleeping. Skin: negative for lesions, rash, and itching_ enmt: negative for sore throat. Nose bleeds, earaches. Hearing loss, discharge, infection, balance, vertigo, dental, taste, or hoarseness. Eyes: negative for visual acuity, double vision problems, dry eyes, or tearing. Neck: neck pain respiratory: copd, smoker cardiovascular: chf, heart murmur musculoskeletal: back pain gi: negative for abdominal discomfort, blood in stools or black stools or change in bowel habits. Gu: negative for painful or frequent urination, urgency or retention of urine, burning, bladder pain, hematuria. Nocturia, or incontinence. Neurological: negative for dizziness, headaches,seizures, paralysis, numbness. Tingling, tremors, or cognitive/memory issues. Psych: negative for sleep disturbance, mood disorder and recent psychosocial stressors_ endocrine: dm hematology/lymphology: negative for prolonged bleeding, anemia, use of blood thinners, bruising easily or swollen lymph nodes. Allergic/immunologic: immunizations. Allergies, allergy antigens, and allergy responses are updated. Physical examination revealed; general appearance: well appearing, in no acute distress, alert and oriented. Skin: skin color, texture, turgor normal, no rashes or lesions_ head/face: normocephalic, atraumatic. Eye: perrla, no conjunctiva pallor, sciera clear. Neck: no pain to palpation over the cervical paraspinous muscles. Spurling negative. No pain with neck flexion. Extension, or lateral flexion. Cardiac: rrr . Pulmonary: cta bilateral gi: dressing over periumbilical area back: straight leg raising in the sitting and supine positions is negative to radicular pain. Normal range of motion without pain re production no pain to palpation over the spine or costovertebral angles. Extremities: peripheral joint rom is full and pain free without obvious instability or laxity in all four extremities. No deformities, edema, or skin discoloration. Good capillary refill_ musculoskeletal: shoulder, hip, sacroiliac and knee provocative maneuvers are negative. Bilateral upper and lower extremity strength is normal and symmetric. No atrophy or tone abnormalities are noted_ neuro: bilateral upper and lower extremity coordination and muscle stretch reflexes are physiologic and symmetric_ no loss of sensation is noted, psych: mood and affect appropriate. Gait: normal. An assessment provided noted that the patient had neck and back pain consistent with malfunction of intrathecal infusion pump, subsequent encounter, smoker, chronic pain syndrome and spinal stenosis in cervical region. It was noted that it was a pain pump with alarms on, empty. The plan was to start ms ir 15mg tio prn #90 (2 months), continue mabie, elavil, zanafiex, return to clinic in 2months, schedule removal of intrathecal pump. The pump was interrogated. A narcotic agreement was completed and patient was counseled regarding the importance of tobacco cessation. The patients vitals were reported; blood pressure 110/61 mm/hg, pulse 93, weight 70.67kg, height 1.524m (5'), body mass index 30.4 the diagnosis was malfunction of intrathecal infusion pump. Reason for visit was neck pain and back pain, diagnosis was also noted as; smoker on (B)(6) 2016 the manufacturing representative indicated that the patient's pump was explanted on that day and the catheter was tied off. The pump was sent to pathology for quick pathology release. The patient was reported to be doing well after explant.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. Analysis of the pump found no anomaly. Analysis of the catheter found damage to the transition tubing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.